Manufacturer narrative:
(B)(4). Batch #t5cm5f. Investigation summary the analysis results showed that one gst60b cartridge reload was returned unfired with six double drivers and one single driver was missing, making the reload non-functional. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what caused the drivers to be out of position. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during laparoscopic radical resection of lung cancer, the packaging was opened and staple drivers fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.